Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-550 had a momentary restart 22 seconds after the user started ventilation on a patient. Once the unit restarted, the ventilator was back to normal operation. There was no harm to the patient, and the ventilator was replaced with another one. According to hospital policy, patient demographics cannot be shared.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.